Event description:
Additional information showed the patient reported they had their device revised in 2010 due to the erosion.

Event description:
It was reported the patient had a pocket revision for their device. On (B)(6) 2010, it was reported the patient could "see silver in an opening through the skin" and the device pocket site. On (B)(6) 2010, it was reported the patient had a pocket revision the day before to "place the device further down," and was receiving a power on reset message from their device. The patient was referred to their health care provider. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).